Manufacturer narrative:
A partial lead with the connector end measuring 6.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient has expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.